Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. The xience v everolimus eluting coronary stent system mentioned is being filed under another MFR number. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the hypotube, 6.5 and 11 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The stents outer diameter measurements could not be taken due to the stent not being returned. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent implanted at unintended site. Device issue: dislodged stent. It was reported that the right coronary artery was calcified. There was restenosis of (coroflex blue) bms in mid segment. It was anticipated as difficult, it was determined to use two extra support guide wires. The first xience v did not pass thru the proximal rca (vessel part proximal to lesion) and the stent is dislodged without inflating the balloon. The dislodged stent was placed in the proximal part of the artery (proximal to the lesion) by crossing it with another balloon and inflating the balloon deploying the stent against the vessel wall. A second xience v (same size) passes this proximal segment; however, does not cross the lesion and is deployed partially on top of the previously dislodged stent to prevent the loss of this stent in the coronary. No additional event or pt info is available.